Manufacturer narrative:
(B)(4). The device was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with syncopal episodes. The device was unable to be interrogated with a programmer, however, telemetry monitoring showed vvi pacing at 50 beats per minute (bpm). Boston scientific technical services (ts) discussed that 50 bpm pacing was consistent with end of life (eol). The cause of syncope was undetermined and the device was explanted and replaced. No additional adverse patient effects were reported.